Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage was observed. The physician advanced a 2.5x24mm taxus liberte' drug eluting stent to a lesion located in the right coronary artery (rca), but could not cross the lesion. Upon retrieval of the stent delivery system, the stent was "found to be damaged." The procedure was successfully completed with another taxus liberte' stent of the same size. The patient condition was reported as satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been received at the analysis site for eval as of the date of this report.